Event description:
It was reported allergic reaction during PICC insertion. Patient had a pea arrest following insertion of a PICC line. We are trying to make sure we are not missing anything that she may have been exposed to. We have skin tested her to chlorohexidine and lignocaine, which were negative. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.